Manufacturer narrative:
The insulin pump motor error alarmed during rewind and motor position encoder error alarm noted in alarm history due to piece of plastic from packaging covering the motor slide rubber pad. The pump passed displacement test and basic occlusion test. The pump had a scratched reservoir window noted. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm, and keypad anomaly. The blood glucose at the time of the incident was unknown. The customer states the pump was unable to rewind at first and the buttons were unresponsive. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.